Event description:
It was reported that during an angioplasty procedure, stent damage occurred. Vascular access was obtained via the groin. The target lesion was located in a severely calcified unspecified vessel. A 16mm x 3.50mm ion drug eluting stent was selected and advanced but failed to cross the lesion and it was noticed that the edge of the stent had frayed. The stent was retrieved intact and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an angioplasty procedure, stent damage occurred. Vascular access was obtained via the groin. The target lesion was located in a severely calcified unspecified vessel. A 16mm x 3.50mm ion¿ drug eluting stent was selected and advanced but failed to cross the lesion and it was noticed that the edge of the stent had frayed. The stent was retrieved intact and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. A microscopic examination identified distal stent damage. One stent strut was bent outwards. No issues were noted with the tip and balloon. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).